Manufacturer narrative:
Na

Event description:
The paramedic reported that the patient was comatose for transport. The ventilator sounded as though it was not delivering any air to the patient. By the time the paramedic prepared the manual ventilation bag, the ventilator was operating normally. This happened about four times and the patient remained on the ventilator throughout the transport. No patient harm reported and there were no ventilator alarms activated at any time. The patient's oxygen saturation remained above 90% throughout the transport.